Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system did not start up. Upon troubleshooting, philips fiel service engineer (fse) checked the system onsite and found issue with the host pc. To resolve the issue, fse replaced the host pc and hard disk, system configuration was changed. The defective components were returned for analysis, for host pc, no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system does not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.